Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device has not been returned to the manufacturer. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with use of the device.

Event description:
It was reported that treatment was performed on a lower arm fistula to embolize a collateral vessel that was stealing flow. An attempt was made to retract the coil into the catheter and reposition it after a few centimeters of the coil had been deployed; however, the coil detached from the pusher while the implant coil was still partially in the catheter. The coil then migrated outside the catheter into the fistula. Attempts to snare the detached coil were unsuccessful. A dialysis catheter was inserted as a temporary solution for dialysis, as the fistula was no longer viable and the vessels were too small for a stent graft placement. The final angiogram did not demonstrate clot; however, it was believed that the location of the detached coil would ensure that the fistula would clot over time and an upper arm fistula will eventually be created.